Manufacturer narrative:
Analysis of both lead extensions found no significant anomaly- extension/body/cut through, product segmented. Analysis of the lead found no significant anomaly - stim lead/body/cut through, product segmented.

Event description:
It was reported the patient had a dead battery, but was recharging every thursday. Approximately a week later it was reported the patient had a sudden loss of stimulation sensation while the patient was walking. The patient had used the device 24/7 with settings between 5-7 volts. No stimulation sensation was felt even with increased amplitude. Stimulation was increased to 10.5 v and the patient could feel tingling about the size of a dime in the area of lead placement, vertebral body t9. An impedance check found normal impedances, 800-1,000 ohms. An x-ray was performed and it was stated it was fine. It was unknown if it was a lateral x-ray. Approximately two weeks later it was reported that the patient had a lead revision. Upon disconnecting the lead from the extension the physician noted that there was "some corrosion" at the connection site. The extensions were also replaced. Three hours postoperatively stimulation was tested and the patient had good therapy. No patient injury was noted. The patient recovered without sequelae.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3998, lot# v023517, serial#, implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type lead; product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger; product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient; product ID 3708360, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type extension; product ID 3708360, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).